Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient developed a possible pacemaker infection and was hospitalized with a fever and treated with antibiotics. Follow-up revealed the patient has persistent leukocytosis and it is not known if there was an acute infectious process or not. The blood cultures were negative and when antibiotic treatment was complete there was improvement; however, the infection recurred. A health care professional stated that clinically there did not appear to be a pacemaker infection. Follow-up also revealed there was a possible benign thrombus on the coronary sinus lead described as an attached mass with low circuit flow. No intervention was performed. The device and lead remain in use.